Event description:
Per ccl supervisor, transducer balanced at beginning of procedure. During procedure it was noticed that the pt's blood pressure was rising (per supervisor, not unusual for the procedure) and medication (nitro) was given to pt. When pt's blood pressure did not decrease, it was determined that the transducer was out of balance, it was re-balanced and the case continued. It then stopped functioning altogether.